Event description:
It was reported that the fiber cap detached at 69,572 joules during prostate vaporization. The procedure was completed with a second fiber. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use, the location of the cap is unk, however, there was no report of the device remaining inside the pt or that cap retrieval was performed. The pt outcome was reported as "okay". Add'l details were requested by the MFR and have not been rec'd.